Manufacturer narrative:
The reported events of helix mechanism issue and helix damage were confirmed. As received, a complete lead with extraction stylet was returned in one piece with the helix stretched and clogged with blood/tissue. X-ray examination showed that the helix and inner coil at the distal region were stretched consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported events was isolated to the helix being clogged with blood/tissue and was stretched consistent with procedural damage.

Event description:
It was reported during implant procedure that the right ventricular lead helix had become distorted and unable to retract. Patient blood pressure dropped during extraction but returned to normal following successful lead removal. The patient was stable and asymptomatic.